Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('uterine lacerations') and genital injury ('fallopian tubes lacerations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), haemorrhage ("haemorrhages"), abdominal pain ("acute abdominal"), back pain ("low back pain"), groin pain ("inguinal pain"), arthralgia ("joint pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness ("blackouts"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), tachycardia ("tachycardias"), depression ("depression"), menstruation irregular ("menstrual cycle irregularities"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("vision loss"), ear disorder ("ear disorders"), vertigo ("vertigo"), migraine ("severe migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight abnormal ("abnormal weight changes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine injury, genital injury, haemorrhage, abdominal pain, back pain, groin pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, blindness, ear disorder, weight abnormal, vertigo, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital injury, groin pain, haemorrhage, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, loss of consciousness, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, vaginal discharge, vertigo, vomiting and weight abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted, any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('uterine lacerations') and genital injury ('fallopian tubes lacerations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criterion medically significant), haemorrhage ("haemorrhages"), abdominal pain ("acute abdominal"), back pain ("low back pain"), groin pain ("inguinal pain"), arthralgia ("joint pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("tooth loss"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness ("blackouts"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), tachycardia ("tachycardias"), depression ("depression"), menstruation irregular ("menstrual cycle irregularities"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("vision loss"), ear disorder ("ear disorders"), vertigo ("vertigo"), migraine ("severe migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs"), swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight abnormal ("abnormal weight changes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine injury, genital injury, haemorrhage, abdominal pain, back pain, groin pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, blindness, ear disorder, weight abnormal, vertigo, migraine, amnesia, paraesthesia, swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital injury, groin pain, haemorrhage, hyperhidrosis, hypersensitivity, insomnia, libido decreased, loss of consciousness, menstruation irregular, migraine, nausea, paraesthesia, swelling, tachycardia, tooth loss, uterine injury, vaginal discharge, vertigo, vomiting and weight abnormal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted, any new and reportable information that becomes available from our investigation will be provided in a supplementary report